Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation, and both leads exhibited high impedances. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information was received that the leads and anchors were fractured. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads and anchors were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 correction: the reporter¿s information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.